Event description:
Resectoscope loop electrode broke in uterus during hysteroscopy procedure. Successfully removed by surgeon. It appears as if damage to scope occurred sometime within last week since a hysteroscopy was successfully performed one week ago. Resectoscope removed from field & sent to co for repair or replacement.